Event description:
On (B)(6) patient had lvad placed secondary to cardiogenic shock occurring after nstemi treated with stent to lad at osh caused clot dislodgement to the lma and lca requiring thrombectomy. Discharged on (B)(6) on asa and coumadin. Pt presented to osh (B)(6) with left ica/mca occlusion. Thrombectomy performed and pt transferred. Inr 4.2 on admission. On (B)(6) multiple embolic events noted on CT despite elevated inr. On (B)(6) heparin started. On (B)(6) pt with stroke like symptoms, CT scan positive for right frontal subarachnoid hemorrhage. On (B)(6) pt with left ue weakness, which resolved on its own. CT shows stable subacute left insula and anterior temporal infarcts and stable subarachnoid bleed to right frontal lobe. On (B)(6) heparin restarted at low dose. On (B)(6) blood testing shows no evidence of hypercoagulable state resulting in re-occurring clots. No vad alarms or high flows/powers prior to or during admission. Due to recurrent symptoms of embolic events pt listed 1a unshaded. Transplanted (B)(6).